Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an operating room (or) staff called to report that the universal surgical manipulator (usm) arm 3 was locked up and they could not move it., then a non-recoverable fault with error code 319 appeared. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the error in the system logs and recommended performing a hard reboot of the patient side cart (psc). After the customer performed the hard reboot, the system restarted, but the error 319 persisted on the usm arm 3 axes controller, carriage (acc). The caller indicated that a 3-arm procedure was not an option and that this system was the only one available at the site. The tse then suggested exercising the usm arm and attempting another hard reboot. Despite another hard reboot, the error remained on the usm arm 3. Consequently, the surgeon elected to disable arm 3 and proceed with the procedure using arms 1, 2, and 4.the procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found, confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber cable was found to be damaged and would be related to the reported event. The usm was installed onto a golden system where the error 319 was triggered indicating fault on the ¿ac_xf¿ axis. The usm was then installed onto a patient side cart fixture test platform (pftp) where the rolling loop test was found to be failing on the ¿ac_xe¿ axis. Once testing was completed, the rolling loop fiber cable was aba tested and was verified to be the source of the fault. The probable root cause is attributed to electrical issues caused by a faulty rolling loop fiber cable within the usm, which can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.